Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was visually observed internally near the header cap of the dialyzer. The machine, a 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used at drain and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The treatment was stopped and blood was not returned to the patient. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. A leak was detected on the cavity ID end, approximately 20°, with the dialysate ports situated at 0°. The dialyzer was disassembled for further evaluation and a broken fiber was identified at approximately 20° on the cavity ID end. The break in the fiber was approximately 2.0 inches from the potting surface on the cavity ID end. The opposing end of the broken fiber was found with in close proximity on the same end. Further examination of the fiber bundle did not identify any other broken fibers, damage, or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.